Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary drainage procedure performed in the bile duct on (B)(6), 2014.according to the complainant, during the procedure, resistance was encountered and the guide catheter was detached when they tried to release the stent. The push catheter was removed from the endoscope and the detached guide catheter was removed separately with a forceps. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Upon completion of the complaint device evaluation, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the proximal section of the guide catheter was detached and loaded onto the guidewire, and the remainder of the guide catheter was not returned, the guide catheter was stretched and severely creased in several locations; the suture was broken and missing, and push catheter suture hole was torn. The stent was deployed and not returned. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed that the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary drainage procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, resistance was encountered and the guide catheter was detached when they tried to release the stent. The push catheter was removed from the endoscope and the detached guide catheter was removed separately with a forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."